Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complaint will be reopened.

Event description:
It was reported that in-situ testing showed 11 electrode channels with status hi and 2 involved in a short-circuit. No accident or trauma has been reported. Re-implantation may be considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ testing showed 11 electrode channels with status hi and 2 involved in a short-circuit. No accident or trauma has been reported. Re-implantation may be considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that in-situ testing showed 11 electrode channels with status hi and 2 involved in a short-circuit. No accident or trauma has been reported.